Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (manipulation of the guidewire) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from france by our edwards lifesciences affiliates, it was a case of an implant of a 23mm sapien 3 valve in aortic position by left carotid approach. During the procedure, some difficulties were encountered when crossing the native valve with the guidewire; but there were no difficulties crossing with the certitude delivery system. After that, the valve was successfully implanted. However, after few minutes, the pressure was decreasing, and a cardiac tamponade was observed by echo. Consequently, it was decided to open the chest, and a small hole in the inferior part of the left ventricle wall was observed. A patch was placed on the left ventricle. The patient was in a stable condition. As reported, the root cause of the difficulties crossing with the guidewire was calcium. And the root cause of the tamponade was perforation due to the stiff guidewire after crossing the native valve. Per medical opinion, the certitude delivery system didn't contribute to the tamponade; it was linked with the manipulation of the guidewire.